Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separates. This was discovered during use. The following information was provided by the initial reporter: material no: 328438, batch no: 9336996. It was reported needle hub assembly removed with shield removal and shields hard to remove.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separates. This was discovered during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9336996. It was reported needle hub assembly removed with shield removal and shields hard to remove.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.